Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the device was being used to detach the uterus from the surrounding ligaments. The white tissue pad detached and fell into the patient. It was retrieved with a grasper. A new device was opened and used to complete the procedure. There was no adverse consequence to the patient. The device could not be located to return for evaluation.

Manufacturer narrative:
(B)(4). (B)(4). Information not available, device not returned for analysis.